Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Analysis was unable to perform displacement test or occlusion test due to physical damage. The insulin pump was received with cracked reservoir tube lip, cracked keypad overlay at select button and minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had pump error detected on insulin pump. The blood glucose at the time of the incident was 167 mg/dl. The device was returned for analysis.